Event description:
Additional information received indicated the device was explanted to resolve the event.

Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received indicated the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Additional information: b5, d6, d7. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the lab. Analysis of the device image showed bvvi was caused by a power-on reset (por), which was due to exposure to MRI while the MRI settings were turned off. Telemetry, sensing, pacing, pli, hvli, patient notifier, hv shock and hv impedance were tested and found to be normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the device went into backup vvi (bvvi) mode after an MRI procedure was performed without the device being in MRI mode. Abbott technical support was contacted and recommended device replacement. The patient was hospitalized and device replacement is anticipated to resolve the event. The patient was in stable condition.